Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of the reported event and a determination that the reported issues are covered by the instructions for use, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. A new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This product has not been received. Additional information was received, this patient was experiencing discomfort and the physician decided to explant the system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. A new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This product has not been received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. A new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This product has not been received. Additional information was received, this patient was experiencing discomfort and the physician decided to explant the system. No additional adverse patient effects were reported. This product was not returned.